Event description:
It was reported that during a right atrial (ra) explant procedure, this right ventricular (rv) lead was also explanted. The rv lead had been previously capped and replaced in 2019 due to over-sensed noise. The rv lead is expected for analysis, but has not yet been received. The patient was stable with no additional adverse consequences.

Event description:
It was reported that during a right atrial (ra) explant procedure, this right ventricular (rv) lead was also explanted. The rv lead had been previously capped and replaced in 2019 due to over-sensed noise. The rv lead was received for analysis. The patient was stable with no additional adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 36.1 centimeters from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with lead entrapment in the clavicle/first-rib region. Analysis concluded that the clinical observations of failure-to-capture and over-sensed noise were likely caused by the confirmed fracture.